Event description:
The caller reported that the tracheostomy tube was only in use for 1 week and 1 day. When she went to remove the inner cannula to clean it, the pin holding the flange to the outer cannula dislodged, and the whole outer cannula came out with the inner cannula.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unknown. No analysis or conclusion can be drawn without the device or the lot number. If the device is returned and/or the lot number becomes available, a follow up report will be submitted should any significant information result.